Event description:
Event description cpi received information on 02/10/97 about this endotak transvenous defibrillation lead (0064), on 01/05/95 they repositioned this patient's lead (no reason given). On 10/23/96 due to the impedance being greater than 2000 ohms, the rate sensing portion of the (0064) was capped, while the shocking portion remained active. Then due to an infection on 10/30/96 both the leads, endotak transvenous defibrillation lead (0064), and the bipolar endocardial lead (0010) were explanted.